Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The iloop maxm watchdog error 32097 was found but it was reported by the universal surgical manipulator (usm), not the setup joint (suj). However, there were repeated errors 100 indicating that the suj moved without being clutched on arm4 suj horizontal thus confirming the faults occurred in the field. Additionally, the fse reported that after startup, the arm dropped down as if the brake had been released and there was resistance when exercised. Upon visual inspection, no issues were found that would be related to the reported event. The proximal suj was installed on a golden system with the returned distal but it performed as expected. The proximal suj was also installed on a patient fixture test platform (pftp) where all relevant tests passed with no log errors either. As a result of these findings, failure analysis was able to conclude that the horizontal and vertical brake are consistent with the reported event and considered the potential root causes for this issue. Upon visual inspection, no issues were found that would be related to the reported event. The distal suj was installed on a golden system with the returned proximal suj where both units functioned as expected. Separated the units on the system and no failures were replicated either. Tested the distal suj on the pftp where it passed all relevant and additional testing.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The device was in the patient but immediately removed. There was no patient injury. Patient information is not available. The universal surgical manipulator (usm) was tested on an in-house system in normal mode where it triggered error 23008. The usm was also tested on the patient fixture test platform (pftp) where all test related to error 32097 passed, but it failed adaptive gain control (agc) current, sensors check, and sine cycle on degree-of-freedom (dof) 2. Applied behavioral analysis troubleshooting was performed with gold yaw searchlight single axis (slsa) installed and test passed. No signs of damage during visual inspection. The parallelogram was found to be the probable root cause of error 32097, and the yaw slsa was found to be the root cause of error 23008. Upon visual inspection, no issues were found that would be related to the reported event. The proximal setup joint (suj) was installed on a golden system with the returned distal but it performed as expected. The unit was also installed on a pftp where all relevant tests passed with no log errors either. As a result of these findings, failure analysis was able to conclude that the horizontal and vertical brake are consistent with the reported event and considered the probable root causes for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm), distal setup joint (suj), and the proximal suj. The system was tested and verified as ready for use. Isi did receive the distal suj and proximal suj. However, failure analysis is still in progress. A follow-up MDR will be submitted when the product is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the customer indicated that the surgeon noticed the universal surgical manipulator (usm) arm4 was unintentionally moved, which caused an error. The usm arm 4 was not used for the rest of the procedure, and the customer was unsure of the exact details. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed that error 23075 (surgeon released the right master tool manipulator (mtmr) during following mode) and error 32097 (watchdog error) occurred on arm 4, which was resolved by recovering the fault. This issue also recurred during the rollout. The procedure was completed as planned with no report of patient injury.